Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues resulting in an overinfusion. There was no report of patient impact. The following information was provided by the initial reporter: the nurse went in for the 1st pass of the day, had a primary running @ 25mls/hr, added a secondary bag on another pump 2gram magnesium in a 50ml bag, supposed to be running at 25ml/hr for 2 hours. The doctor came in and about 7 mins later the nurse looks over and the 2nd bag is empty and the drip chamber is not dripping. After noticing this she paused the pump. At this point the patient is not complaining of any pain or burning sensations that would normally occur when too much magnesium is infused at once. She notices that the drip chamber on the primary line is now completely full, she thinks that the magnesium ran up the primary line. They pull the pump set up out of the room and test it outside. Seemed as if the secondary pump was going bolus. As of now, there is no apparent patient harm. ¿

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was over infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model ¿¿¿10013902¿¿¿ because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues resulting in an overinfusion. There was no report of patient impact. The following information was provided by the initial reporter: the nurse went in for the 1st pass of the day, had a primary running @ 25mls/hr, added a secondary bag on another pump 2gram magnesium in a 50ml bag, supposed to be running at 25ml/hr for 2 hours. The doctor came in and about 7 mins later the nurse looks over and the 2nd bag is empty and the drip chamber is not dripping. After noticing this she paused the pump. At this point the patient is not complaining of any pain or burning sensations that would normally occur when too much magnesium is infused at once. She notices that the drip chamber on the primary line is now completely full, she thinks that the magnesium ran up the primary line. They pull the pump set up out of the room and test it outside. Seemed as if the secondary pump was going bolus. As of now, there is no apparent patient harm. ¿

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.